Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated the up and down button was harder to press. Customer stated they had to change the batteries every week. No harm requiring medical intervention was reported. The customer will discontinue to use the device.